Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from a consumer. It was stated that on (B)(6) 2017, the patient¿s right leg had gone totally numb and was experiencing a lot of pain on that right side. It was stated that it was unusual. The patient stated it had numbness and tingling and felt very numb. It was kind of dead, not extremely dead, but numb and stated none of it felt like it was supposed to feel. The patient had not called her managing healthcare provider yet. On (B)(6) 2017, the patient stated they did increase the baclofen dosage back up to where it was originally. About two weeks ago (as of (B)(6) 2017), the patient stated she suddenly couldn¿t read and developed cataracts and got some new glasses. The patient stated that she had three back surgeries before getting the pump implant. The dose of baclofen was 998.8 mcg/day, the dose of fentanyl was 24.971 mcg/day, and the dose of dilaudid was 0.19976 mg/day. There were no further complications reported.

Event description:
Additional information was received on 2017-mar-29. It was indicated that they had no way of getting a hold of the managing healthcare provider (hcp) of the patient¿s pump until the following morning ((B)(6) 2017) for the orders for the pump. The intrathecal baclofen (itb) representative was consulted along with the managing pump hcp on (B)(6) 2017. That was all the information the representative had available. There were no further complications reported or anticipated.

Manufacturer narrative:
The intial aware date of the event was 2017-03-19, not 2017-03-17 as originally reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml baclofen at a dose of 1148.50 mcg/day, 50.0 mcg/ml fentanyl at a dose of 28.713 mcg/day, and 0.4 mg/ml dilaudid at a dose of 0.22970 via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient¿s pump and catheter were replaced on (B)(6) 2017. The patient was back in the hospital with symptoms of baclofen overdose. The old and new pump reports were checked from dosing data entry. The representative entered the dosing from the old pump into the new pump and selected a no drug in the catheter prime since the entire system was replaced. The hcp approved the dosing and pressed the update button. After discussing with an intrathecal baclofen representative, the hcp should have reduced the dosage because the old catheter¿s functioning was compromised somehow. The representative tried to get orders from the managing hcp on (B)(6) 2017. A representative called the managing hcp on 2017-mar-20 to notify them that the patient appeared to be overdosed. A team of representative worked collectively to address the situation and contact the managing hcp as quickly as possible. There were no environmental, external, or patient factors that may have led or contributed to the event. Surgical intervention did not occur and was not planned. It was unknown if the situation was resolved and the patient status was alive with no injury. The patient¿s weight was asked, but unknown. The patient¿s medical history included multiple sclerosis and intractable spasticity. Additional information was received from a consumer on 2017-mar-20. The patient stated that after the pump and catheter were replaced, the patient experienced an overdose or something stating the hcp stated it was the baclofen. The patient felt maybe it was the anesthesia, but she didn¿t know as she was just so out of it. The patient went back to the hospital via an ambulance and was still there. The hcp told the patient that a manufacturer representative was coming. The patient was told by neurology that a manufacturer representative would be coming out to check the pump. It was reviewed that on (B)(6) 2017, the patient was restless. The hcp stated that the patient¿s pain level was controlled currently.